Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k061118.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging the patient's onetouch ultramini meter was reading inaccurately high. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2011 and obtained the following information. The patient claimed the alleged issue began on (B)(6) 2011, at approximately 11:00pm. The patient reported a blood glucose result of "273 mg/dl" with the subject meter which she felt was higher than her usual readings and feelings. The patient reported that her blood glucose results were a little higher than normal during the day but below "200 mg/dl." The patient considers normal readings to be between "130-180 mg/dl." The patient stated she manages her diabetes with novolog insulin based on a sliding scale during the day and 50 units of lantus insulin at night and tests three times per day. The patient reported she took her usual dose of lantus insulin after testing at 11pm that night and went to bed. Approximately 3 hours later, the patient claimed she had "cold sweats and felt light headed" and immediately self-treated by eating some fruit and lay down. The patient stated that she gradually began to feel better after the food and rest after an hour. At the time of troubleshooting, the cca noted the subject meter's unit of measure was correct, and the test strips were unexpired and stored correctly. A quality control solution test was not performed since the patient did not have the solution available. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, administered insulin and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.